Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient presented with dizziness and vomiting. Review of the submitted log files confirmed a single low flow alarm, which occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The pump operated at he set speed for the duration of the log files and appeared to be functioning as intended. The patient underwent an echo to rule out pump malposition and obstruction. The patient was found to have an arrhythmia and an ICD was implanted in (B)(6) 2020. The patient¿s intermittent low flow alarms and symptoms resolved following the ICD implant. The patient remains ongoing on vad support with no further issues reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low flow alarms and was also dizzy and vomiting. Additional information was received on 13aug2020 stating that an echo was done to rule out pump malposition and obstruction but the patient had intermittent arrhythmia at that time and an ICD (implantable cardioverter defibrillator) was implanted in (B)(6) 2020. The patient is now stable and is continuing with routine care.